Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19-feb-2026, it was reported by a health care professional via email that a patient who had undergone surgery during which an ar-2324pslc peek-swivelock was implanted experienced postoperative discoloration and twitching. No additional information was provided. Additional information was received on 02-mar-2026: the patient's surgical procedure occurred on (B)(6)2025. No other arthrex products were used during the procedure. According to the health care professional, the patient began experiencing symptoms immediately following the surgery. The patient has since been evaluated by multiple medical providers and has attended physical therapy, as well as undergone hydrodissection. The reported ongoing symptoms include twitching, discoloration, and lack of sensation in the hand, with no improvement noted. There are no reported allergies prior to the event and no signs of infection. At this time, no removal or revision has been discussed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, including the returned device (when available), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is a patient-specific biological response. The applicable directions for use (dfu-0087-eo) identify potential adverse events that may occur. The reported failure may also be the result of one or a combination of the following factors: 1. Insufficient quantity or quality of bone. 2. Foreign body sensitivity. 3. Blood supply limitations and previous infections, which may retard healing. 4. Active infections. 5. Conditions that limit the patient¿s ability or willingness to restrict activities or follow postoperatively instructions during the healing period. Directions for use - dfu-0087-eo revision 6- corkscrew, pushlock, and swivelock suture anchors. C. Contraindications. 1. Insufficient quantity or quality of bone. 2. Blood supply limitations and previous infections, which may retard healing. 3. Foreign body sensitivity. Where material sensitivity is suspected, appropriate tests should be made, and sensitivity ruled out prior to implantation. 5. Any active infection or blood supply limitations. 6. Conditions that tend to limit the patient's ability or willingness to restrict activities or follow directions during the healing period. The complaint allegation was not confirmed. No evidence of that failure was received.